Event description:
The consumer allegedly cut their right leg on the left side of the chair. The vinyl was torn away form the scissor mechanism prior to event. The consumer allegedly received stitches for the cut.